Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date involving a primary set, 3 clave y-sites, 100 inch, non-deh, and it was reported that the anti-reflux valve is permeable, so not functional. The injected medication rises in the solution and is not properly administered to the patient. Inadequate dosage for the administration of medication, which can have harmful consequences for the patient. There were no reported patient involvement or harm.